Event description:
During attempts to advance a coronary stent with delivery system to the target lesion site in the pt's circumflex artery, the stent dislodged off the balloon catheter in the left main coronary artery. The delivery system was withdrawn from the pt without complication. A snare wire wire was used to retrieve the stent from the left main coronary artery. The stent dislodged from the snare wire in the descending aorta. Another coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.